Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v952333, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had asked if she could hook up her patient programmer to tell how long her ins (stimulator) would last. Patient said 3 months ago, her hcp (healthcare provider) told her she would have 3-6 months left. The patient said her doctor told her it would require surgery to replace her ins. The patient was afraid of another surgery, was trying to avoid it and was trying to hold off till june or july but doesn't know if that's a good idea. The patient said she just got done with a surgery where she was put to sleep with tubes down her throat to check her stomach and pancreas. The patient said they did biopsies and used anesthesia. The patient has copd (chronic obstructive pulmonary disease) and lungs can only take so much anesthesia. The patient was worried that acid would leak out of the battery and she would be in a world of hurt. It was reviewed we do not expect the ins to leak and her hcp would be a resource to talk to about it. The patient asked "what is this thing for, does this tell me when I gotta go?" It was reviewed with the patient some people have interstim for frequency or retention. The patient asked "when I feel that means I have to go the bathroom?" The patient asked "can you tell me if I should lower or raise it or should I talk to him first? " it was reviewed to talk to hcp first then we will help her make adjustments. The patient said she went from (B)(6). The patient said she was not eating because she can't take 2 or 3 bites then she throws (up). The recent surgery she had was to help find out why she can't eat. The patient reports a loss of therapeutic effect. The patient said before the recent surgery, she was going ok. The patient said the surgery was friday and starting saturday, she was just piddling, she wants more to come out. The patient said right now when she goes to the bathroom, she's just piddling just a tiny bit and it used to have full force. The patient reported seeing icon of stimulator on, on program 4 at 6.0. Eri(elective replacement indicator) and eos (end of service) were reviewed with the patient so that she would know when her therapy will be ending. The patient said she has not seen eri nor eos. The patient said she would call hcp right away.